Event description:
It was reported that the pt underwent a sling procedure, cystourethroscopy, and supra-pubic cystotomy for urinary stress incontinence in 2003. The pt experienced an adverse event. No add'l info has been provided.

Manufacturer narrative:
Due to the legal activity in this matter, and because all contact must go through legal counsel or their respective rep, the info available is limited. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.